Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va279aw, implanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called in response to follow up letter. Patient said they didn't know what they were doing and didn't understand the concept of the device. Patient said they had fallen once last year and thought maybe they had broken the device. Patient mentioned pain in their knees. Patient said the hcp ordered a xray and they saw the hcp today for the results. Patient said lead and come unattached and wasn't even in their pelvic. Patient said the radiologist reading the xray said the lead was no where near where it should be. Patient said there is no reason to think there is anything wrong w/ the device. Patient said the issue is the lead is no where it should be. Patient said they are going to have the device replaced.

Manufacturer narrative:
Continuation of d10: product ID: neu label acc, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient. While reiterating their lack of effect, the patient reported that the problem they were having was that when they attempted to adjust the settings at one point, they started having terrible electronic stimulation up and down their leg from their foot all the way up their thigh. The patient stated the person they talked to told them they didn't want them in pain, so the patient turned it down and they still had lingering effects from that. Patient services tried to confirm the date when this occurred, and the patient reported that they began to feel that pain/surge down their leg "back near the october time period." The patient stated they went to their health care provider (hcp) in december and the hcp switched the patient to program 2 because the patient did not experience this pain in the lower program numbers however in these lower program numbers with the lower stimulation levels, they were not feeling stimulation sensation. The patient stated they always tried to stay on the "lower program levels" to preserve their battery life. The patient started out at 1.9 v on program 2 during the call and moved to 4.1 v by call's end and they were still not feeling stimulation sensation. The patient said they felt stimulation sensation in "the first trials" of when they got the device but that now they were not feeling it. The patient expressed dissatisfaction with the hcp managing their device, they stated that until they talked to patient services they were "groping in the dark for a year," that they were "absolutely blind," in terms of managing their device. Patient services advised the patient that they could continue to monitor their symptoms and adjust accordingly but advised that working with an hcp to check the device would be the next best step.

Manufacturer narrative:
Continuation of d10: product ID neu_label_acc, serial# unknown, product type accessory. Product ID 978b128, lot# va279aw, implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that "it doesn't stay the same" and they further clarified that for a month or two months, the patient may not have any breakthrough leaking and then all of a sudden they couldn't get to the bathroom fast enough. The patient stated they were told they could try various programs and stated they knew how to change programs, but inquired about "how long should a session be," and about how long they needed to hold the communicator on the ins. Patient services reviewed a general overview of the therapy and of the external equipment. The patient then asked "if I'm not having a bowel problem, how do I distinguish when I'm working with my bowel or when I'm working with my bladder". Patient services reviewed their role with the patient and redirected them to their health care professional (hcp) to discuss medical questions. The patient also expressed dissatisfaction with their education they received from the manufacturer representative (rep) and stated they wanted to "register a concern" about the level of help that they received. The patient stated they wanted someone to reach out to them regarding this. Patient services stated they would the patient's concern and offered to assist the patient with education on the call however the patient declined. It was noted that the patient then became escalated and disconnected the call.  The patient had been redirected to their healthcare provider to further address the issue. The patient also mentioned unrelated medical history which included that they'd just had an oral bone graft procedure through their jaw and they noted they weren't able to talk. It was also noted that the reason for their call was for confirmation that a manufacturer representative (rep) would be present at their MRI appointment (not alleged to be related to the device/therapy,)  on the 11th. The patient noted the hcp had already coordinated an appointment with the rep. The patient was redirected to their hcp to confirm if a rep would be present at their appointment and patient services also reviewed the national answering service (nas) phone number for hcp office if needed. Additional information was received from the patient. The patient called back repeating therapy concerns that they have intermittent therapeutic effect and loss of therapeutic effect about every 2 months. Patient has incontinence and no control of their bladder at all. The patient mentioned they recently had a severe fall and landed on their back. For a few days after the fall they could not feel the ins so wondered if it got pushed deeper into their fatty tissue but are able to feel it again now. Reviewed possible risks of falls and recommended patient follow up with managing physician. Reviewed theory and use of amplitude and programs. Additional information was received from the patient. They repeated therapy concerns already reported previously. They had three to four weeks of things functioning fairly well, then wet on themselves. The problems was, if they took supplements and took too much fluid, the dam would break and they could expect to wet on themselves. At 73 years old, they did not find the booklet helpful, and were having a difficult time trying to get an MRI. They were worked with to use their control equipment to check their settings and do equipment education. They were successful to sync with their ins, and reported stimulation was on program 1 at 4.0 volts. They had never tried another program. During the call, they were successful to change to program 2 at 1.5 volts, and said they could feel some activity in the center of their hip where the stimulator was in the fleshy part of their butt. They clarified they felt the stimulator itself. They could barely locate (feel it) with their hand, but it felt like an m & m. They planned to monitor the ir symptom results and continue working with their doctor and program settings if needed. They said they have an appointment with their urologist on december 13th, but were hoping for a callback sooner than that. An email was offered and sent to the representative in their area. The patient was hoping to have some hands-on assistance to use their equipment. They were also sent an email with system education information. They noted they took a fall about a month ago and wished to find a setting that would help their symptoms.